Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a scratched lens. Additional information was provided that during a cataract extraction with intraocular lens (iol) implant procedure the iol was scratched. There was patient contact, but no patient harm.